Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A facility representative reported that the patient has a lack of contrast sensitivity following an intraocular lens implantation procedure. On post-operative examination, the patient's best corrected visual acuity was 20/40.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that an iol exchange of the right eye was performed due to poor neuro adaptation to the intraocular lens.